Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, when a real intelligence robotic drill was being calibrated it did not pass calibration three times, every time a "robotic drill critical error" came up. Procedure had to be completed by manual procedure, after a non-significant delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6) used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The bur would not lock in during kpc. During a case, the bur would not lock in and a drill critical error appeared before the drill could advance to calibration. Disassembly revealed nothing unusual. The cable passed testing. Multi meter testing of the exposure motor showed no signal at pin 9. Swapping the exposure motor resolved the problem. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that the serial number or part number reported in this event is related to a corrective/preventive action already implemented. No further escalation action is required. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. As part of corrective actions, continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed. 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.